Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and atrophy. The device had fluid loss. The aus was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is ((B)(4). Correction to field b1: adverse event/product problem upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. The pump did not pass the resistor flow rate test. No leaks were identified. The pump passed the visual test. The balloon was visually inspected, functionally and leak tested. No anomalies were found with the balloon. The cuff was visually inspected, and leak tested. A tear along the lateral edge of the cuff shell was noted, consistent with sharp instrument damage; as a result, fluid loss was identified in the component. Based on the information available and analysis results, the reported device allegation of fluid leak could not be confirmed; however, the pump not passing the functional test could affect product performance. Additionally, the reported incontinence and atrophy were confirmed as a known inherent risk.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and atrophy. The device had fluid loss. The aus was explanted and replaced. No further patient complications reported.